Event description:
It was reported the battery voltage was 2.65v, noted as very close to eri (elective replacement indicator) . The physician complained about unexpectedly short device longevity. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the device recorded eri (elective replacement indicator) on (B)(6) 2010, approximatley 36 months after implant. (B)(4) the device was later returned. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the device recorded eri (elective replacement indicator) on (B) (6) 2010, approximately 36 months after implant.

Event description:
It was reported that the device had possibly reached elective replacement indicator (eri) prematurely. The device will be replaced. No patient complications were reported as a result of this event.